Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. The system is magnetic resonance (mr) unsafe. You must take off your pump, transmitter, and sensor and leave them outside the procedure room if you are going to have any of the above procedures.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to a dexa scan. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 110 - 120 mg/dl.